Manufacturer narrative:
The reported leak was not confirmed by investigation. One used lifeshield primary plumset clave port clave y-site 104 inch set was received for investigation. As received, the set was attached to a used bag spike adapter w/spiros and a used chemoclave vented bag spike and was visually inspected and no defects were observed. The returned set and attached configuration was leak tested per the product specifications and no leaks were observed. The plumset performed as required per the product specifications. A batch record review was performed to lot 841745h list 120300412 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device has been received for evaluation. Investigation is not complete.

Event description:
The event involved a plumset that leaked 3-4 drops of ifosfamide when infused over 24 hours. The customer reported that there were no obvious defects noted on the tubing set; no hole, cut, tears or any other defects noted. The tubing was not replaced and therapy was not resumed. There was no adverse event reported.